Event description:
It was reported to boston scientific corporation that a sensor guidewire was being used for an unknown procedure on an unknown procedure date. According to the complainant, the sensor guidewire perforated the ureter. The stone was reported to be impacted. The guidewire was pushed through the ureter in an attempt to pass the stone. Access was not gained and the case was abandoned. The patient was admitted into the hospital and scheduled for a pcnl procedure the following day. The complainant stated the sensor guidewire was "not defective nor did it bend, buckle, or break." No further information is available at this time.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.